Event description:
A (B)(6) male patient contacted zoll customer support to report a code 101 (data corruption). The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 101) was confirmed. Upon evaluation the monitor would not power on past the code 101. The cause for inability to power on was isolated to corrupt monitor programming. The root cause for the programming corruption could not be positively identified. After reprogramming, the monitor was fully functional. No adverse event resulted from the defective monitor programming. The patient received a replacement monitor.